Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the fiber receptacle and no damage was found. The spare cable was found and verified to work properly. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robot was not connected to the tower after a blue fiber cable had been forcibly removed and its pin had broken. The customer had swapped in a new fiber cable, but the message persisted. The tse had the customer plug the fiber cable into another port on the tower to test, and the same message had appeared. The customer had then swapped to another robot to continue the procedure, and no patient injury had been reported. The procedure was completed with no reported injury.